Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the attempt to deploy the 3.0 x 18 mm implant in the mildly calcified lesion, the balloon could not be inflated. Contrast was seen leaking from the balloon. The device was removed from the patient without any issue, with the implant still crimped on the balloon. An unspecified stent was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effect. The patient is doing well. No additional information was provided.

Manufacturer narrative:
B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported inflation difficulty and difficulty deploying could not be tested due to the balloon rupture. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).